Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone the insulin pump had a keypad anomaly. Customer didn't know his blood glucose level. Customer he has to confirm several times and to bolus he presses the act button. Customer was advised the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
The insulin pump had no unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corners, cracked lcd window and cracked belt clip slot.